Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # 1219930-2015-00660. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00660 to indicate the change, referencing the new manufacturing report #.

Event description:
According to the reporter, the patient underwent pelvic organ prolapse repair. Two additional procedures were required as a result of mesh erosion.